Manufacturer narrative:
Concomitant medical products: vanguard femoral catalog 183004 lot 253350; series a patella catalog 184786 lot 175300; polish finned tibial tray catalog 141252 lot 2015071031. This report is number 3 of 3 MDR's filed for the same even (reference 0009610576-2017-00006 / 1825034-2017-01303 / 1825034-2017-01304).

Event description:
Patient underwent a knee revision procedure approximately eight months post implantation due to a nickel allergy, the femur, tibia, and articular surface were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.